Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 21-jan-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc complaint database and identified as complaint (B)(4).

Event description:
Avanos medical received a single report that referenced four different incidents, which were associated with separate units, involving four different patients. This is the first of four reports. Refer to 2026095-2019-00020 for the second patient. Refer to 2026095-2019-00021 for the third patient. Refer to 2026095-2019-00022 for the fourth patient. Fill volume: 250 ml, flow rate: 5 ml/hr, procedure: unknown, cathplace: unknown. It was reported that a patient experienced a fast flow associated with the use of an elastomeric pump. The pump was filled according to the flow chart in the instructions for use. It was noted, however, that the pump completed in 12 hours. No warming devices were used. The pump was used within a half hour or 3-4 hours, the latest. The pump was located on the patient 18 inches below the port site. No patient injury reported.